Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of foreign material could not be established. The cause of chipped objective lens glue was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited chipped objective lens glue and foreign body on the fiber optic lens and distal end. There was no patient involvement.